Event description:
Procedure: bilateral hernia repair. Reportedly, the balloon burst prematurely after six pumps. No pieces fell into the patient and the balloon was reported to be intact and no other pieces were retrieved. There was no patient injury reported.